Event description:
During an internal hemorrhoid banding, two bands from the shortshot saeed hemorrhoidal multi-band ligator were successfully deployed. The remaining bands could not be deployed. The physician found the transparent section of the device dropped off but was held on to the device by the trigger cord. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the handle with string attached was returned. The barrel was also returned with two bands still attached - the barrel was not attached to the string. The length of the barrel, inner diameter of the barrel and the outer diameter of the shaft were measured and found to be within the appropriate manufacturing specifications. During the product evaluation it was noted that the barrel when attached to the end of the shaft exhibited a tight fit and there was no indication of the barrel being loose and/or potentially falling off. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, anoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user not to use the product if the packaging is open or damaged when received. The instructions for use state the inner lumen diameter of the anoscope must be compatible with shortshot. Prior to distribution, all packaged saeed hemorrhoidal multi-band ligators are subjected to a visual inspection to ensure packaging integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective cation is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.